Manufacturer narrative:
Secondary intervention. Eval: results: occlusion. Stent graft.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Vessel morphology was reported as unremarkable. The final angiogram revealed that there was a slight indentation of the stent graft and a slight decrease in blood flow. The femoral pulse on the left side was weaker than on the right side. The physician elected to place a talent 14 x 14 x 80 iliac extension and the blood flow was restored. No add'l clinical sequelae were reported and the pt is fine.